Event description:
(B)(4). According to the information received, a purchasing agent stated that during a case using greenlight (xps) laser transurethral resection of the prostate (cystolithalopaxy), the physican was expanding the catheter balloon to 40 ccs when he stated the balloon ruptured. Physician stated this was the first time he had a foley catheter rupture.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.